Manufacturer narrative:
Alleged failure: it was reported that the crossfire console does not recognize the serfas and does not work. A second serfas was used that also did not work, the console was changed, but it also did not work and it was decided to open a third serfas that did work. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be internal electrical component(s) failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.